Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3: preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the electrical connector was corroded, the distal end was cracked (gap of adhesive) and the objective lens adhesive was worn. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The duodenovideoscope was sent to an olympus service center for annual inspection after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, the inside of the light guide lens had stain. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.